Event description:
During post-op office visit with orthopedic surgery, an x-ray was taken that showed a small piece of metal in patient's subacromial interval. Surgeon took patient back to surgery to explore and remove item. Metal piece ended up looking like the tip of the scorpion multifire that we used, whose tip is broken off. The metal piece fits perfectly when you place it in the missing tip area on the instrument.